Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation, and there was no report of the machine being inspected on site. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the event was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. After use, the patient's weight increased by "4.4kg compared to the weight on the machine". Additionally, the patient experienced fatigue, shortness of breath, and the blood pressure was measured at 210/123mmhg. Treatment was not reported. Patient outcome was not reported. No additional information is available.